Event description:
It was reported by the rep that the (1) tlc75 was used during a functional end-to-end anastomosis procedure. It was reported that there was bleeding. It was thought the staples might be malformed. The surgeon put in some overstitches.